Event description:
It has been reported that the frame is cracked and there are jagged edges on the wood. It was reported that there was a patient involved, however, there were no adverse consequences reported.